Manufacturer narrative:
The reported failure of the ventilator inoperative and touchscreen failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function and in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the initial evaluation a ventilator inoperative alarm indicating a pressure sensor failed was observed. The device's system board needs to be replaced to address the issue. A service required alarm indicating a touchscreen failure was observed. The device's display board was replaced to address the issue. Additionally, not related to the reportable issues, a machine flow drift log only alarm was observed. The device's machine flow sensor was replaced to address the issue. An outlet pressure and monitor pressure railed alarm was observed. The system board replacement would address these issues. These issues alone would not affect the device's ability to deliver therapy as designed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.